Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that keypad of insulin pump was unresponsive. It was reported that the customer pushed esc, act, esc, act and nothing was happening and hit the light and nothing happens on the insulin pump and hit bolus but it did not let the customer bolus and got an alarm. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.